Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation of inflation issue was confirmed via product analysis. The ams 700 momentary squeeze (ms) pump was visually inspected; the pump was functionally tested and failed the 8lb. Activation test (2). The pump therefore required more than 8lbs. Of force to activate. Product analysis concluded these activation issues could affect the pump and cause inflation issues as reported. Therefore, product analysis confirmed the reported allegation of inflation issue but was unable to confirm the allegation of "capsular contracture". The product analysis results and event report provided no objective evidence that would warrant further escalation.

Event description:
It was reported that inflatable penile prosthesis (ipp) device would not inflate. Once the pump was explanted, it was able to be fully inflated. Physicians think the pump was unable to be inflated due to some scar tissue in the scrotum. Tactra device was implanted until the patient could fully heal. Patient did not experience any adverse effects.

Event description:
It was reported that patient underwent a revision procedure of his inflatable penile prosthesis (ipp) pump due to device would not inflate. Once the pump was explanted, it was able to be fully inflated. Physicians think the pump was unable to be inflated due to some scar tissue in the scrotum. Tactra device was implanted until the patient could fully heal. Patient did not experience any adverse effects.